Event description:
Boston scientific received information from a non-boston scientific local representative that this right ventricular (rv) lead exhibited noise during a routine device change out procedure that resulted in an unknown duration of pacing inhibition. The lead was surgically capped and abandoned. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.